Event description:
The pt was undergoing percutaneous microwave ablation of a left renal mass. The procedure was performed under CT guidance. Due to lesion size and location two pr 15 probes were utilized (neuwave). Standard technique was utilized. Operator is experienced with several hundred similar ablations without complications. The needles were activated for 10 mins followed by an add'l 5 mins. During the second ablation, one of the two neuwave pr 15 microwave probes malfunctioned, and stopped functioning at about 2 mins (12 mins totally). Following completion of the ablation, the needles were removed easily. At that point it was discovered that the distal tip of the malfunctioning probe had broken off inside the pt. Neuwave rep was immediately notified and the faulty probe returned to the MFR for investigation. FDA safety report ID# (B)(4).